Manufacturer narrative:
A review of the device history record for (B)(4) was performed from date of manufacture 11/17/2012 to the present date 12/9/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the device was broken or damaged. It has a cracked case by dose. No additional information was provided. There was no patient involvement.